Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.the returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Kestra customer care received a notification that the patient had received a therapy shock. Customer care was able to reach out to the patient's emergency contact following therapy shock delivered episode and confirmed that the ems was called and paramedics were on site. Customer care spoke with paramedic who confirmed gel was released. Prior to shock, patient was just lying flat in bed. The device event log confirmed that the patient received a therapy shock on (B)(6) 2023. The patient was transported to the hospital emergency room to receive medical attention. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.